Manufacturer narrative:
(B)(4) was initiated for correction of other potentially affected devices.

Event description:
Device was subject to (B)(4), and user facility noticed smoking, and upon device return to manufacturer it was noted that wires were in fact burned. The root cause was found to be the same as reason for field corrective action initiation.